Event description:
The patient reported "the CPAP device was not expected to be recalled years later" and listed the impact as "devices have to be recalled and patients have to wait for a replacement" and "patient can't use. When the patient was asked about "actual safety impact" and whether there was any patient harm, they answered "no." When the patient was asked about "potential safety impact" or whether the event could have resulted in harm, they answered "yes" and described the potential harm as "cancer" there is no serious injury alleged to have occurred after use of the device. The recall has been issued to resolve the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.